Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Questions: 1. Alert date? 2. Date of event? 3. Please provide valid product and lot number of all attune all poly impactors? 4. Please verify if the instrument was used during surgery? If yes, was there surgical delay? 5. What was the duration of the delay? 6. Quantity involved: request the cleaning and sterilization parameters used and ask if the cleaning and sterilization section of the IFU associated with the device was followed. A. Please provide a detailed description of the cleaning process steps. B. Also include the sterilization method and parameters c. Do you follow the IFU for cleaning/sterilization? Cleaning method and agent. Answers: hello I told you that there are 2 pc numbers for this complaint. Alert date: (B)(6) 2021. Date of event: multiple days as this is a recurring problem. Product numbers. 254491001, 254491002, 254491003, 254391004. All lots. Yes, the product is used in surgery. No delay. Quantity involved. All poly impactors. IFU instructions followed. Device is cleaned in operating room by the surgical technician. The instrument is then hand cleaned by decontamination technician the instrument is then put into the ultrasonic cleaner and inspected before being put into the decontamination washer/sterilizer. The device is then inspected and wrapped and sterilized for shelf.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary :the device associated with this report was not returned for evaluation. The investigation could not draw any conclusions about the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that one of the surgeon medical directors of hoag orthopedic institute told me that we need to do something about our attune all poly impactors. He stated that there needs to be a color change as the white color of the impactor was too close in color to the bone cement and that the tiny cement flecks are being missed in sterile processing. He stated that the impactor is more than 50 percent of their tray contaminations. The staff has started paying extra attention to the cleaning of the impactor but very tiny pieces of bone cement can be retained on the impactor even with extra inspection. He suggested a dark color for the impactor.